Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported a lvp infused faster than expected. There was no report of patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The facility decided the clinician incorrectly programmed the device causing the lvp to infuse faster than expected and declined a log review.

Manufacturer narrative:
Additional information provided. The customer¿s report of the device infusing faster than expected was not confirmed. Analysis of the pcu event log shows that at 7:23 am on (B)(6) 2018 the pump module was programmed to infuse drug ID 228 at a rate of 9.88ml/hr with a vtbi of 100ml. At 7:24 am and 7:26 am, the device alarmed for patient side occlusion. Each time the infusion was restarted. At 7:31 am, the user changed the rate to 98.4ml/hr and started the infusion. At 8:31 am, the device alarmed for air in line. At 8:34 am, the device was paused and was then channeled off at 8:41 am. The volume recorded as being infused during this period was 99.827ml. The root cause of the customer¿s report appears to be user programming, although the intended programming parameters were not provided.